Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: bilateral patient was implanted with a depuy asr hip on his left side in (B)(6) 2009 and his right hip in (B)(6) 2009. Subsequent to the implants, patient has suffered pain and discomfort. There is no mention of revision surgeries. Update: medical records were obtained. Medical records indicate patient was revised due on the left hip due to little bone ingrowth on the cup and corrosion on the head and taper.

Manufacturer narrative:
Litigation papers allege: bilateral patient was implanted with a depuy asr hip on his left side in (B)(6) 2009 and his right hip in (B)(6) 2009. Subsequent to the implants, patient has suffered pain and discomfort. There is no mention of revision surgeries. Doi: (B)(6) 2009 - dor: unk (left side). Doi: (B)(6) 2009 - dor: unk (right side). **patient is a resident of (B)(6). **update**medical records were obtained. Medical records indicate patient was revised due on the left hip due to little bone ingrowth on the cup and corrosion on the head and taper. Doi: (B)(6) 2009. Dor: (B)(6) 2013 (left hip). Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.